Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the staffs were letting the tubing of the dignishield lay under the patient instead of taking towards the foot of the bed and stated that the patient experienced pressure injury. It was also reported another issue in which the tubing was under the patient buttocks and obviously not draining and customer stated that fortunately they have caught it before it caused pressure injury. No medical intervention was reported. Per follow up information received via email on 02-feb-2022, customer stated that one of the patients did not go on to develop an injury. Stated that the second patient developed a deep tissue injury from the tubing. Customer felt that the staff were not positioning the tubing correctly, as the wound was on the buttock and the tubing was curled up under the patient. The tube was in place on (B)(6). Patient was treated topically with venelex ointment. Unfortunately, the patient then expired on (B)(6) 2022. Per additional information received via email on 03-feb-2022, the wound nurse stated the cause of death was most likely an acute coronary event or acute pulmonary emboli. The (B)(6), female patient came in with a gi bleed from a jejunal mass and was scoped on (B)(6) 2021 and then went into respiratory failure requiring intubation. Patient also became hypotensive, required vasopressors, and developed acute kidney injury. Patient was not a surgical candidate due to comorbidities. The device was in place from (B)(6) 2022. The nurse stated the device probably should not have been inserted in the first place. The patient's braden score was 13-15 and further stated the cause of death was not related to the device. The device was removed on (B)(6) 2022, and the patient expired later on (B)(6) 2022.

Event description:
It was reported that the staffs were letting the tubing of the dignishield lay under the patient instead of taking towards the foot of the bed and stated that the patient experienced pressure injury. It was also reported another issue in which the tubing was under the patient buttocks and obviously not draining and customer stated that fortunately they have caught it before it caused pressure injury. No medical intervention was reported. Per follow up information received via email on 02feb2022, customer stated that one of the patients did not go on to develop an injury. Stated that the second patient developed a deep tissue injury from the tubing. Customer felt that the staff were not positioning the tubing correctly, as the wound was on the buttock and the tubing was curled up under the patient. The tube was in place on (B)(6). Patient was treated topically with venelex ointment. Unfortunately, the patient then expired on 19jan2022. Per additional information received via email on 03feb2022, the wound nurse stated the cause of death was most likely an acute coronary event or acute pulmonary emboli. The (B)(6), female patient came in with a gi bleed from a jejunal mass and was scoped on (B)(6) 2021 and then went into respiratory failure requiring intubation. Patient also became hypotensive, required vasopressors, and developed acute kidney injury. Patient was not a surgical candidate due to comorbidities. The device was in place from (B)(6) 2022. The nurse stated the device probably should not have been inserted in the first place. The patient's braden score was 13-15 and further stated the cause of death was not related to the device. The device was removed on (B)(6) 2022, and the patient expired later on (B)(6) 2022.

Manufacturer narrative:
The reported event was confirmed use related as the patient was lying on the drainage tube. The root cause of this failure is "user deviation from IFU". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (dignishield) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the staffs were letting the tubing of the dignishield lay under the patient instead of taking towards the foot of the bed and stated that the patient experienced pressure injury. It was also reported another issue in which the tubing was under the patient buttocks and obviously not draining and customer stated that fortunately they have caught it before it caused pressure injury. No medical intervention was reported. Per follow up information received via email on 02feb2022, customer stated that one of the patients did not go on to develop an injury. Stated that the second patient developed a deep tissue injury from the tubing. Customer felt that the staff were not positioning the tubing correctly, as the wound was on the buttock and the tubing was curled up under the patient. The tube was in place on (B)(6) to (B)(6). Patient was treated topically with venelex ointment. Unfortunately, the patient then expired on (B)(6) 2022. Per additional information received via email on (B)(6) 2022, the wound nurse stated the cause of death was most likely an acute coronary event or acute pulmonary emboli. The (B)(6) old, female patient came in with a gi bleed from a jejunal mass and was scoped on (B)(6) 2021 and then went into respiratory failure requiring intubation. Patient also became hypotensive, required vasopressors, and developed acute kidney injury. Patient was not a surgical candidate due to comorbidities. The device was in place from (B)(6) 2022 to (B)(6) 2022. The nurse stated the device probably should not have been inserted in the first place. The patient's braden score was 13-15 and further stated the cause of death was not related to the device. The device was removed on (B)(6) 2022, and the patient expired later on (B)(6) 2022.